Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This occurred during therapy initiated on (B)(6) 2013, during night drain cycle five. The patient's ultrafiltration reading was 1700ml, indicating the home patient (hp) drained 1700ml more than their maximum programmed fill volume of 1800ml. No further information was available.

Manufacturer narrative:
(B)(4). The device was evaluated and the issue was confirmed through the review of the event history logs. The cause of the reported issue could not be determined with the available information. Should relevant additional information become available, a follow-up report will be submitted.